Manufacturer narrative:
Expiration date: oct 2006; device manufacture date: oct 2004. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead exhibited high impedances. Consequently, the patient's scs lead was replaced with a new one.